Event description:
It was reported that the patient¿s ipg was inoperable and became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 where the ipg was replaced to address the issue. Patient's therapy was restored.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.